Event description:
On (B)(6) 2013 the user facility communicated details of an event that occurred on (B)(6) 2013 to a steris employee that the foot section fell off a 4085 surgical table and landed on a surgeon's foot while prepping a patient for surgery. The surgeon reported initial pain at the time of the event. Follow up care was sought for parasthesia (numbness/tingling) in one of the affected toes. The surgeon is currently fine. No procedural delays or cancellations occurred.

Manufacturer narrative:
The user facility was unable to locate the foot extension to the amsco 3080 table so they removed the head extension from the 4085 table and attached it to the foot section of the 3080 table in order to make it longer. While the patient was on the table, the surgeon lifted the head extension placed at the foot of the table, and it fell off, striking the surgeon's foot. The patient was not affected by the reported event. The surgeon reported initial pain and later parasthesia (numbness/tingling); the surgeon is currently fine. The operator manual states: 'warning! Instability hazard- possible patient or user injury, as well as table or accessory failure, may result from using steris table accessories for other than their stated purpose.' (Ref. 1-2) additionally, 'caution! Failing to secure section will result in sudden lowering of the section.' (Ref. 1-4) a product specialist has counseled the user facility of the proper use of the tables and the importance of not switching parts.